Event description:
An optometrist reported a pt who presented with eye pain an decreased vision four days post lasik. The pt was noted to have a corneal abrasion in the left eye. Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).